Event description:
A home pt contacted baxter's technical svc ctr regarding a system error 2240 message that appeared on the display of the home pt's home choice machine during the initial drain of her automated peritoneal dialysis therapy. Per initial report, the home pt connected to the home choice machine after pressing go. Baxter's technical svc ctr assisted the home pt in ending the therapy early. No pt injury or medical intervention was indicated at the time of the initial report.